Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he was admitted to the hospital with blood glucose of 700 mg/dl but that his insulin pump was showing his blood glucose at 200 mg/dl. Customer also indicated that he had a sensor glucose level of 130 mg/dl and a blood glucose of 52 mg/dl but the pump did not alert him to either issue. Customer declined to troubleshoot as he thinks that the problem was with the sensor and his kidneys. No further information was given.